Event description:
A (B)(6) male pt called in to zoll lifecor customer support to report that one of his batteries was not charging and showing a red light with a slash through the battery. Support issued the pt a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the discharged battery pack was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.